Event description:
It was reported that the user experienced a temporary loss of continuous glucose monitoring readings due to a sensor error, after which readings resumed during the call, and the user received education on alert behavior and reconnection timing. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact on daily activities and no medical intervention. Investigation included troubleshooting and education focused on cgm signal loss and transmitter performance. Investigation of this case revealed a temporary transmitter or cgm communication issue that resolved without further intervention. It was concluded, based on previously established findings for similar reports, that the cause was a transient cgm communication disruption.